Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced intermittent elevated blood glucose (bg) levels and small to moderate ketones with an unknown cause. Bg meter read high, bg level was not known. The customer administered a correction bolus via the pump in order to correct for the elevated bg, and consumed water in order to address for the ketone level. System check could not be performed as the events occurred in the past.